Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - it was reported that the patient had a swollen ICD pocket, a hematoma was found at the ICD pocket. The initial hospitalization was prolonged, the patient received antibiotics and drainage was applied.